Event description:
On 11/29/05, nellcor puritan bennett received a report that the cuff on a 6dct tracheostomy tube developed a leak while in use on a patient. Customer reported this occurred on two different tubes of the same model.